Event description:
During robotic surgery, the da vinci fenestrated bipolar forceps wouldn't disengage from the robotic arm. This has happened multiple times with this device. Analysis completed by intuitive surgical inc.